Manufacturer narrative:
The reported event of device had underinfusion- zometa, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the pump did not infuse the entire bag of zometa " based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module under infused, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported 15-20 ml of zometa was remaining in the bag after pump/computer indicated infusion was complete. There was no patient harm. Although requested, no further information provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information provided.

Event description:
It was reported 15-20 ml of zometa was remaining in the bag after pump/computer indicated infusion was complete. There was no patient harm. Although requested, no further information provided.